Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The sample was not received for evaluation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a slight haze on an intraocular lens (iol) implant that has evolved to a cobweb like appearance. The surgeon is using a anti-inflammatory medication for the treatment. Additional information has been requested.